Manufacturer narrative:
No sample was returned for evaluation for the report of toxic anterior segment syndrome (tass); therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because a sample was not return from the customer and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined. (B)(4).

Event description:
A customer reported to a company sales representative that they have experienced multiple cases of tass (toxic anterior segment syndrome) in recent weeks. Additional information was requested. Additional information was received and a completed questionnaire was returned. During an initial follow-up phone call, the customer reported that they had stopped using ultrasonic cleaners, purchased sterile stand-alone products, and reviewed cleaning protocols. Following this review, the customer felt the issue may be related to the angled I/a tips. An additional follow-up phone call was performed and the customer reported the following: "we replaced all of our I/a (irrigation/aspiration) tips thinking this was our issue. Apparently the problem lies elsewhere. At this time we are speculating that it could be our I/a or phacoemulsification hand pieces. We have labeled all of our instrument trays to track which instruments are used on each patient." Per the completed questionnaire, the patient's symptoms have resolved. This report represents one of the multiple patients reported.